Event description:
Initial surgery was done with trochanteric nail system and artificial bone for the basicervical fracture of femoral neck. The lag screw and anti-rotation screw were not implanted in proper position. After the surgery, the pt had a pain. The doctor noted the wrong position of the screws.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The manufacturing facility stated a lot history record was performed on both products and verified the products conformed to the required specifications when released for distribution. Provided information states the lag screw and anti-rotation screw were not implanted in the proper position. After surgery, the surgeon noted the wrong position of the screws. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.